Event description:
Packaging is labeled as 38 round patella, but the product inside the box is a 35 oval patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.